Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4), description: linear st lead, 50cm, model#: sc-4318, lot#: 18467627. Description: clik x anchor.

Event description:
A report was received that the patient will undergo an unknown procedure wherein the physician opted to remove the scs system. It was unknown if the procedure was device related.

Manufacturer narrative:
Additional information was received that the reason for explant was due to patient was not getting enough back relief and patient will undergo a back fusion surgery. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an unknown procedure wherein the physician opted to remove the scs system. It was unknown if the procedure was device related.